Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the intended bolus amount which ended up being too much insulin resulting in a low blood glucose (bg) level was 50 mg/dl. Carbohydrates were consumed to address bg.